Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an alarm indicating ¿insulin, invalid hall state¿ and was unable to proceed with the cartridge change, after which the device prompted to check alarms and the user transitioned to backup therapy with subcutaneous insulin injections; blood glucose rose to approximately 400 mg/dl for a few hours and infusion sites were changed frequently during the first week. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction is likely connected to a software bug. It was concluded that the cause was traced to a component failure.